Event description:
The initial reporter received a questionable estradiol result from one patient sample tested on the cobas c 503 analytical unit. The initial result was 0.6 mmol/l. This result was blocked by a delta check. The repeat result was 24.3 mmol/l. Another rerun reportedly confirmed this result.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The investigation reviewed the alarm trace which showed multiple abnormal sample aspiration and sample short alarms. This is consistent with preanalytics (patient sample quality). The field service engineer (fse) performed a scheduled preventive maintenance on the first service visit. On the second service visit, another fse replaced the sample probe and adjusted all the reagent probes; no issues were noted. He also verified the level in the reaction cells. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.